Manufacturer narrative:
Subject device was implanted.

Event description:
It was reported that during coil embolization of ruptured aneurysm in the anterior communicating artery (acom) during repositioning, the proximal section of the coil stretched, broke, and protruded from the aneurysm. There has been no re-intervention with stenting as of today. No additional information is available at this time.

Manufacturer narrative:
Review of the manufacturing records did not reveal that the device failed to meet specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Therefore a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during coil embolization of ruptured aneurysm in the anterior communicating artery (acom) during repositioning, the proximal section of the coil stretched, broke, and protruded from the aneurysm. Re-intervention with stenting was performed several weeks later. The patient suffered no deficit.